Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for eight unknown cortex screws. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On an unknown date, the patient was implanted due to an ankle fracture. Hardware removal became necessary due to patient pain. One-third tubular plate with eight screws total on an ankle fracture were removed during procedure on (B)(6) 2013. No revision surgery needed because the fracture was healed. This is report 2 of 2 for complaint (B)(4).